Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a motor error alarm from the insulin pump. The customer stated that he called to get a loaner pump, which he cannot turn his pump on and received multiple m-error alarms almost every day. The customer was advised to call back to troubleshoot.